Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric monofocal intraocular lens (iol) was explanted during secondary surgery due to a post-refractive error and replaced with the same model lens. The patient is now fully recovered and satisfied with the outcome of the iol exchange. No other information was provided.